Event description:
It was reported the patient last felt stimulation over one month prior to report. It was stated the patient did not have her recharger as she was in jail. It was noted, the patient had ¿major discomfort in her internal area¿ when she tried to charge and it got hot, which had been happening for about two weeks. It was stated the caller was not able to charge and may be in an overdischarged state.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3708120, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).